Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels in the 300s (mg/dl) over the last 6 months. Customer would change pump supplies and administer correction boluses to treat bg levels. Recommendation was made to contact tandem technical support to perform troubleshooting for future elevated bg events.